Manufacturer narrative:
The reported calcification was confirmed, as all three leaflets contained calcification throughout their tissue. Leaflet 1 was torn, near calcifications. There was circumferential inflow pannus, which was also noted at the outflow surface of all three stent posts and leaflets 1 and 3. The valve stent was distorted and cut. No inflammation was found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Per the warnings section of the instructions for use artmt100110485 rev. B, known contributing factors in which "accelerated deterioration due to calcific degeneration of the valve may occur in" "children, adolescents or young adults", "patients with altered calcium metabolism (e.g., patients with hyperparathyroidism or chronic renal failure)" and "individuals requiring hemodialysis". The tissue at each stent post was also possible evidence of interaction with the aortic wall.

Manufacturer narrative:
Further information regarding this event has been requested. The results/ method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2015 a 21mm trifecta valve was implanted. On (B)(6) 2020, the valve was explanted due to calcification and was replaced with a 21mm megna ease. Prior to explant the patient was experiencing fatigue. The patient was reported to be in stable condition.